Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the right ventricular leadless pacemaker (rvlp) displayed inconsistent battery longevity estimates. No intervention was performed. Patient condition was stable.